Manufacturer narrative:
This event occurred in (B)(6). The customer will not be returning any strips.

Event description:
The customer thought that glucose results from the accuchek inform ii meter (serial number (B)(4)) were too low on a patient they were testing. The customer reported obtaining the following blood glucose results on (B)(6) 2016 while using the accuchek inform ii. At 11:15 a blood glucose of 21 mg/dl was obtained. At 16:25 the glucose result was 23 mg/dl. At 16:27 the patient's glucose result was 12 mg/dl, followed by a result of 25 mg/dl at 18:03. Blood was drawn from a vein at 18:32 and the result on an unnamed analyzer was a blood glucose of 128 mg/dl. During this period, the patient was treated with 100 cc of glucose and an enteral feeding but the specific time was not provided. The information concerning the route of the glucose that was given was requested, however, it was not provided. It was stated by the customer that the patient had a blood glucose of 10 mg/dl at 11:00 on (B)(6) 2016. On (B)(6) 2016, a blood glucose of 98 mg/dl was obtained and a venous draw came back from the laboratory as 136 mg/dl. The customer did not have the specific collecting time for either result. The customer stated that every result was reported to the physician. It was stated that the patient received the antibiotic "transarium." No further information regarding this antibiotic was provided. The customer stated that the patient died at an unknown time (B)(6) 2016 from septicemia. It was stated that no results from the device caused or contributed to the death. No problem was found in other patient samples that were tested with this device and the same strip lot. The suspect product was requested to be returned. However, the strips will not be returned as there are no strips left in the vial. The replacement product was sent. The investigation findings state that no product has been returned. There was no information provided that would point to a cause for the results discrepancy. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.